Event description:
Covidien received info stating, "during use on a pt, a nurse confirmed setting failure alarm occurred and the device stopped cycling". Pt was not harmed or injured as a result of the event.